Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with cefazolin (dose, frequency and route not reported) and vancomycin (once daily for 3-4 weeks, dose and route not reported). A week after the start of the treatment, the patient discontinued cefazolin and vancomycin was ongoing. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l13070, h12k09112, h13b07048 and h13c05032 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).